Event description:
The account generated an initial reactive architect anti-hcv pt result of 12.33 s/co. The sample was centrifuged and aliquoted into a sample cup and was ordered to be retested in duplicate. The first retest result generated a non-reactive result of 0.67 s/co but the instrument was then stopped before generating the second result to resolve a wash zone aspiration error that had occurred. The sample was retested again in duplicate and generated reactive s/co results of 11.99 and 12.66.